Event description:
It was reported that there was no image on the live monitor of the 9800 sys . There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. The sys was tested and found to be working as intended and placed back into svc.